Event description:
User received erratic sodium results for multiple pt samples when compared to repeat testing on two different i800 analyzers at customer site. All pt samples run for ises are lithium heparin. The following two pt examples were discrepant. Sample 1, initial result gave 128; repeated twice giving 134 and 136 mmol per l. The sample was repeated twice on two different integra 800 analyzers. The i800 (B)(4) gave 134 mmol per l and i800 (B)(4) gave 132 mmol per l. Reported sodium result of 136 mmol per l. Sample 2, initial result gave 133; repeat gave 136 mmol per l. Sample repeated on i800 (B)(4); gave 141 mmol per l, which user believed to be the accurate result. User confirmed no erroneous results were reported, and they have not received any complaints from the doctors regarding the results reported. The field service rep found the air mix, dry adjustments were off and the mixing tower was partially clogged. He cleaned the mixing tower, adjusted air mix and dry mix and replaced tubing. To verify analyzer performance, calibration, controls, and pt samples were run with results matching. Customer reports not further events related to this case.